Event description:
It was reported that a flow regulator set leaked from the y-type fill port. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured on the unknown day of july 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; however, a residual contamination was observed inside the plastic bag. Due to the nature of the returned sample, a functional testing could not be performed. Therefore, the reported condition could not be verified or refuted. Retention samples were visually inspected and gravity tested and the samples were conforming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.